Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate, as it was reported that the recurring incontinence started several months ago.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which atrophy at cuff location was noted. All components were removed and replaced, and the new cuff was implanted in a different location. There were no device issues and no additional patient complications were reported.